Manufacturer narrative:
Additional concomitant medical products: patient medications: micardis, coumadin, fragenta, furosemide, aspirin, coreg, and potassium chloride. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2015, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that patient had a persistent type I endoleak. There was aneurysm enlargement (amount is unknown). The physician reintervened on (B)(6) 2019, used aptus anchors and implanted a gore® excluder® aaa aortic extender endoprosthesis (B)(4). The endoleak was not resolved and the physician is taking a wait and watch approach. The patient tolerated the procedure.